Manufacturer narrative:
Investigation results: one shelf carton of sealed 3ml integra packaged syringes, with needle, were received by bd (B)(4) and confirmed to be from batch #4119946 (p/n 305274). All samples were sealed therefore, no leakage defects were observed. Ten syringes were randomly selected to verify proper function. These syringes were removed from packaging and filled with water, the water was expelled and syringes were inspected for signs of leakage. The ten tested syringes were inspected at plunger rod thumb grip end and syringe collar ¿ no signs of leakage were observed. After needle activation/retraction small remnant of water in the form of droplets could be observed on the needle hubs. Based on the sample evaluation, leakage could not be confirmed. A device history record (DHR) review for batch 4119946 (p/n 305274) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4119946 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no physical evidence was found to support manufacturing process related issues, a root cause could not be determined. Proper personnel have been notified of this issue for further review. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ 3 ml syringe with detachable needle leaked medication onto the patient. There was no report of injury or medical intervention.